Manufacturer narrative:
Original surgery was performed in 2000 using hutchison hsh 0250 saline-filled implants, which were filled to a volume of 0280cc (left) & 0280cc (right), which is within the maximum fill volume limits. Patient underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan 550cc devices. Visual inspection identified a brown staining on the patch/size coin and on the valve strap. The size coin appears to be de-laminating from the shell leaving a breach which is located on the 12 o'clock position (when the proudct was held in such a position that the brand name was upright and horizontal) measuring approx 20mm in length. Pressure testing could not be completed due to the size and position of the breach. Microscopic examination (x10) of the de-lamination on the closure patch confirms the damage to be consistent with the device having been subjected to an iodine containing substance. The product met all manufacturing and quality specifications post MFR. Damage to device is not characteristic of a manufacturing fault.